Manufacturer narrative:
E1: (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) observed faulty purge valve assembly. Replacement of purge valve assembly k3/k5. Repair completed. Function tests performed with positive results. The equipment was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.